Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing loss of capture and high capture threshold. During the surgical intervention, the helix of the rv lead was found to have unspecified rotation issues and the rv lead was explanted. The procedure was completed using an alternate rv lead. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue was confirmed, but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 58.2 cm with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. The helix was able to be extended and retracted by applying torque directly at the connector pin after cleaning. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and over-torqued of the inner coil which consistent with procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.